Event description:
Reportedly, a new programmer from central warehouse received on 05 may2023 tested locally (locally qa procedure) on 09 may 2023, does not recognize cpr4. Several tests have been performed with 2 different cpr4 in different usb ports. The cpr4 is recognized in a different programmer. We will return the kit (tablet, docking station, cpr4, cord, stylet).

Manufacturer narrative:
A 2 years retrospective analysis of the microport crm's complaints has been performed to review the reportability decision to FDA. The current event met the reportability criteria. Therefore, a MDR is sent by taking into account the validation date of this retrospective analysis as the last information received (28 june 2024). As reported, for this case a repair request was initiated in parallel and the device was sent to the repair center instead to quality department for analysis. It was therefore processed as repair without in depth analysis. Since the device was not available for expertise, the origin of the reported issue cannot be determined. However, the repair documentation confirmed the reported issue that the programmer didn't recognize the cpr4 programming head. After a re-ghost and re-installation of the latest smartview software version, the device again functioned as specified. The device was returned to the field.